Event description:
It was reported by the affiliate that the (1) ax 55g was used during an unk procedure. The surgeon did not feel the usual resistance after closing the jaws and firing the trigger. The surgeon controlled staples after opening the jaws and before cutting tissue and found that the staples were all "u" shaped and were not closed. The surgeon took another roticulator and did the second closure of the rectum. There was an extended or time of twenty minutes and a blood transfusion.